Event description:
It was reported that the lens was implanted and then, removed during the initial surgery after the posterior capsule tore. No permanent injury occurred. Lens was cut up and discarded by the reporter.

Manufacturer narrative:
The device was discarded by the account and not returned for analysis. The relationship between the device and the reported capsule tear was not established. Iol met manufacturing specifications prior to release. Device discarded by account.